Event description:
It was reported a patient reused the homechoice cassette during peritoneal dialysis therapy on the homechoice. The technical service representative (tsr) explained that supplies are compromised and patient would need to end therapy and start over with new supplies. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the reported event was use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.